Event description:
It was reported the patient presented for follow-up in clinic. During the device check, the atrial leadless pacemaker (lp) exhibited difficulty interrogating over conductive telemetry. Upon interrogation, it was discovered the atrial lp exhibited loss of capture and sensing. X-ray confirmed the lp had dislodged to the right ventricle. Retrieval was attempted but unsuccessful. The lp was deactivated and a new lp was implanted. The patient was in stable condition.